Event description:
The pt had a tracheobronchial deployed into a coronary vein graft. When the delivery device was removed, the physician inadvertently caught the tip on the stent, which dislodged the stent from the graft into the aorta. The stent was carried to the aortic bifurcation where it lodged. The physician indicated that the pt is not having any problems related to the stent at this time.